Event description:
A zoll distributor returned a damaged electrode belt sn (B)(4) for investigation. During servicing, electrode belt sn (B)(4) was unable to perform incoming functionality, due to a damaged cable from the distribution node to the rear therapy pad. The last patient to use electrode belt sn (B)(4) passed away on (B)(6) 2014 while in the hospital. The device was deactivated prior to the patient's death. The cause of death was aspiration. The patient reportedly fell on her way out of a restaurant after her sandal got caught on the rubber entrance mat, and she began vomiting and aspiration. The damaged cable may have been a result of the fall.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure was the pulled dn to rear te cable. . The root cause of the pulled dn to rear te cable cannot be positively identified but is likely due to excessive force, perhaps from the reported fall. No adverse event resulted from the damaged belt. Review of the patient's ECG strips and flag files does not indicate a device malfunction during use. There is no reason to suggest the device caused or contributed to the patient's death.